Manufacturer narrative:
Device passed the displacement. Device received with missing end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that drive support cap was missing. The customer blood glucose was 335 mg/dl. Customer was advice the pump will need to be replaced. The customer was advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be return for analysis.